Event description:
The pt reported on (B)(6) 2013 at 8:26 pm he activated a new pod his blood glucose, carbohydrate intake and insulin history for the following days ((B)(6) 2013) is as follows: time 5:32 am, bg (md/dl): 265, bolus (u): 3.2; 10:39 am, 180, cho (u): 68, 8.85; 1:52 pm, 147; 7:50 pm, 407; 7:51 pm 190, 87, 11.2; (B)(6) 2013, 5:27 am, 267, 3.25; 10:36 am, 181, 93, 11.65; 1:54 pm, 284; 8:37 pm, 184, 23, 3.95; (B)(6) 2013, 8:56 am, 258;9:32 am, 278; 9:48 am, 292; 10:12 am, 265. At 10:18 am, the pod was deactivated and he stated that he did not see the pink slide insert in the window. He went to the hospital and upon arrival he was placed on an intravenous insulin drip.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.